Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had been ill for 2 days prior to the event and experienced vomiting. The cgm was reportedly alarming for low values (no values provided). No bg was checked. The patient was transported to the hospital for evaluation and diagnosed with ketoacidosis. The patient was treated with unspecified insulin. There was no mention of bg or cgm values for the entire event. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.